Event description:
The suture was used during an unspecified procedure. Reportedly, the needle broke and tissue was torn. The surgeon applied another suture to complete the procedure. The hosp has reported no pt injury occurred.